Event description:
Additional information received reported that when the event took place, the patient presented in the emergency room with "early signs" of baclofen withdrawal (specifically itching as previously reported). When the catheter was surgically revised, the catheter was fractured at the location where it passed through the "supraspinous" ligament into the intrathecal space. The fractured catheter was replaced with a new catheter. As of the date of the report, the patient recovered and was doing fine with no additional symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were no available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) found no anomaly. There is a complaint of catheter fracture but only a very small segment was returned. Analysis of the catheter segment (B)(4) found acceptable. The catheter was incomplete return in segments.

Event description:
The patient presented with signs of withdrawal on (B)(6) 2012 that included itching, but she denied any increase in spasticity. The patient's catheter was fractured, which was confirmed via a CT (computerized tomography) scan. A revision to the catheter was done. The patient was going to be hospitalized. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# unk, serial# (B)(4), implanted: 2000 (B)(6), explanted: (B)(4).